Event description:
It was reported that there was a malfunction resulting in power up issue causing loss of ventilation during maintenance. There was no patient involvement.

Manufacturer narrative:
The end user replaced the power supply which resolved the issue. There was no ge healthcare repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.